Manufacturer narrative:
G4:30mar2021. B4:07apr2021. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty front bezel. The fse replaced the front bezel to resolve the reported issue. The device passed performance verification tests. Parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04nov2020.

Event description:
It was reported to philips that the device had a navigational ring failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.